Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements, loss of capture and intermittent undersensing. A lead fracture was confirmed through fluoroscopy. There was no asystole greater than two seconds as the patient was not pacemaker dependent. A revision procedure was performed, but the rv lead could not be explanted and replaced due to the patient's anatomy. As a result, this rv lead remains implanted. No adverse patient effects were reported.